Event description:
Reporter indicated the patient was healing well following the explant surgery. The incisional stitches were removed on (B)(6) 2013 and the patient has been released back to the care of her neurologist. The infection was probably due to the tracheostomy secretions and there was no known trauma. Analysis of the generator and lead was completed. The generator was found to be depleted. The depletion was an expected event as determined by the battery life calculation (0 years) and battery voltage measurement (1.5 volts). The generator performed according to functional specifications as defined in post burn-in electrical. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The abraded opening and slice mark found on the lead outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated via clinical notes dated (B)(6) 2013 that the patient had redness and swelling at the vns generator site in the chest. The vns was noted to be at end of service and unable to be interrogated, and generator replacement was planned. Follow up with the reporter revealed the redness and swelling were due to a localized staphylococcus infection as result of secretions from the patient's tracheostomy. No interventions were done, and the patient had no trauma. It was later reported on (B)(6) 2013 that the patient's vns was explanted due to mrsa infection on (B)(6) 2013. Additional follow up with the reporter revealed the infection was related to the vns. It is felt the localized infection from the tracheostomy secretions became worse and involved the generator, requiring explant. It was also felt poor hygiene may have been an issue. Additional follow up with the surgeon revealed the vns lead was extruding through the skin near the generator site. The patient does have a history of mrsa infections as she is a tracheostomy patient. The cause of the infection in the generator site was mrsa, but it is not certain what to attribute it to. The patient was placed on clindamycin antibiotic after the surgery. Additional clinic notes dated (B)(6) 2013 were received from the reporter documenting the mother noted a "wire was coming loose" and the patient "was having more troubles with seizures lately". Reimplantation of the vns in the future is likely. The explanted generator and lead have been returned and are pending analysis. Attempts for additional information are in progress.

Event description:
Review of the vns generator and lead device history records confirmed both devices were sterile prior to distribution.